Event description:
Caller reported that pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.